Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. Following pre-dilation, a 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 3.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. Following pre-dilation, a 3.50x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.